Event description:
Note: the date of event is unk. It was reported to boston scientific corp that a hydra jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure (B)(6). According to the complainant, during the procedure, the physician revealed the coating of the wire sheared. It was also reported the wire appeared to be less flexible. The procedure was completed with another hydra jagwire guidewire. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) (flexibility, decrease in). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).